Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed the service request has been canceled due to the unit being taken out of service. There was no other information received. The investigation shall be closed now. If any other additional information received the complaint will be reopened and updated it.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has screen issues when turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.